Manufacturer narrative:
Additional data: b5: the reporter indicated the lens was explanted. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.00 diopter, in the patients left eye (os) on (B)(6) 2021. The lens was reported as having been implanted upside down and patient complained of blurred vison. Visual acuity was poor. The lens remained implanted. The cause of the event was due to user error.